Manufacturer narrative:
The device passed the displacement test. However, it was unable to prime during the prime test and motor error alarm during basic occlusion test, due to slightly loose drive support disk. No compromised force sensor system alarms noted. The device was received with minor scratches on lcd window. The device was received with cracked belt clips lot and battery tube threads, and with corroded battery tube. (B)(4).

Event description:
It was reported that the customer experienced a compromised force sensor system alarm. It was reported that the device goes into restart and displays the alarm. No further information provided.